Event description:
It was reported that the left ventricular lead exhibited a capturing issue. The left ventricular lead was capped and replaced on (B)(6) 2022. The patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the patient presented for an implant procedure. Prior to the procedure, it was noted that the left ventricular lead exhibited failure to capture and the patient was stable throughout procedure.